Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Device history record review did not reveal any related manufacturing deviations or anomalies. The root cause of the patient knee infection is unknown. No evidence was found indicating product error was a contributing factor. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address an infection.